Manufacturer narrative:
An event of tissue erosion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021 a patient underwent explant of their 35 mm amplatzer pfo occluder due to reported "protheses erosion." All is good now for the patient. No patient consequences reported.